Event description:
It was reported that the device was not reading air pressure correctly. Event occurred prior to patient use. No patient harm or adverse effects.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, no impact or corrosion damage was present. Per functional testing, the readings were below specification. The complaint was confirmed. The root cause was a faulty co2 sensor. It was unknown what caused the malfunction. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced faulty co2 sensor. Replaced "rtc" battery, backup power battery and naphion tubing as a preventative maintenance (pm). The device passed all functional and delivery tests.